Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pk dissecting forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "cable is broken". For clarification, the instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. System log investigation: a review of the instrument log for the pk dissecting forceps (pn: 420227-11, batch-sequence: n11191021-234) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the final use of the instrument. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the final use of the instrument. Thus, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the pk dissecting forceps instrument was found to have a broken cable. There was no report of patient involvement.